Event description:
Caller reported a malfunction on the pump, which led to the pump shutting off after receiving an alert. There was no information on any adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.